Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's luer disconnected from their infusion set tubing. Reportedly, the customer replaced supplies and continued insulin delivery. Customer's blood glucose was 133 mg/dl.